Manufacturer narrative:
Investigation date: 07/14/2016. An investigation of kangaroo epump was performed for the reported condition of the unit under feeding by more than 10% on a continuous feeding period of 12 hours. The unit was triaged and the reported condition was confirmed. The root cause of the reported condition was determined to be failure of the unit¿s gearbox. The unit¿s gearbox was replaced to correct the problem. The unit was fully tested and recertified; unit passed all testing. Kangaroo epump was manufactured in 2012. A review of the device history record shows this device was released meeting all manufacturing specifications. (B)(4).

Manufacturer narrative:
Submit date: (B)(6) 2016. An investigation is currently underway. Upon completion, a full investigation will be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced a problem with an enteral feeding pump. The customer reports that the unit under feeds by a little more than 10 % on a continuous feeding period of 12 hours. No patient involvement.